Event description:
It was reported that the patient presented to clinic for regular follow-up visit. Upon interrogation it was noted that there were several episodes of non-sustained rv oversensing. The device was oversensing t wave. Programming changes were made. The patient was stable before, during and post-programming.